Event description:
During a routine shift check by a clinican, the pediatric electrode surface on the apex paddle came off. Complainant indicated that there was no patient involvement in the reported malfunction.